Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cancellous screw broke in the distal part of the plate at the time of placement. The surgeon was able to use another screw to complete the procedure with no delay. There was no patient harm reported and no reoperation needed. The patient had a distal humerus fracture. The patient is reported as in good condition. This is report 1 of 1 for (B)(4).